Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: blood glucose (bg) values from ¿low¿ (below 40 mg/dl) to 53 mg/dl were recorded by continuous glucose monitor (cgm) from 10:02:19 am to 3:07:21 pm on 3/11/2020. Cgm alert 1 (cgm low alert) enunciated at 10:02:19am and 10:57:19am. A cgm alert 14 (transmitter out of range) enunciated on 3/11/2020 at 2:07:42 pm. However, the cgm was able to capture the previous readings via backfill (yellow dots) when the pump regained connection with the transmitter. Allowing the cgm transmitter to go out of range prevents the user from continuously monitoring bg and potentially addressing an impending low bg. On 3/11/2020, at 6:44:56 am, user made a bolus request without entering current bg. Making bolus requests without entering current bg could lead to a low bg event. On 3/11/2020, at 7:33:35 am, user made a bolus request while still having insulin on board (iob). Making bolus requests while still having iob could lead to a low bg event. A tubing fill of size 10.2 units was observed on 3/11/2020 at 10:47:54 am. If user did not disconnect during the ¿fill tubing¿ step of the cartridge change sequence, insulin would be delivered, and this could cause bg levels to drop. There is no evidence that the pump experienced a malfunction or failure.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose (bg) level that ranged from 30-40 mg/dl; cause was not known. Customer consumed carbohydrates to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.